Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pace impedance measurements and was surgically abandoned. The rv lead was successfully replaced. No additional adverse patient effects were reported.